Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, leakage and circumferential crack of the catheter. The damage was discovered after completing the procedure. The infusion went subcutaneously into the tissue between the insertion site and the vein. The infusion was parenteral nutrition. As a result the catheter was discontinued, and the patient received a vascular venous port via the subclavian vein a few days later. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a powerpicc with a significant crack in the catheter shaft in the vicinity of 1-2 cm distal to the molded joint suture wing. The edges of the crack appear to be rough and jagged, there is some discoloration, and a white residue of some sort that appears to be from a fabric site dressing. Evidence of use as well as biological residue is observed on the sample in the returned photograph. Although a crack is evident, no details or distinguishing features of the damage in the returned photograph could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.